Event description:
It was reported that during the transthoracic splanchnicectomy surgery, an attempt was made to perform stapling after inserting the device; however, the device did not function, and only the check indicator indicating that the device had been used was displayed. There was no use of electrical devices such as a bovie in the surrounding area. It was confirmed that the bar was clearly positioned within the green zone, and that during anvil attachment, the device was used in accordance with the odp until the orange indicator was visible. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: when the event occurred, the malfunctioning ecp was replaced with a new unit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.